Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a cracked luer was found with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "during a cytotoxic reconstitution: when my 5fu was injected into the diffuser, the 50ml syringe detached itself from the diffuser. When I checked the problem, I noticed that the luer lock tip was cracked and this caused the cytotoxic to leak."

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Through visual inspection, the thread of the barrel is observed to be cracked. A device history record review did not reveal any quality issues during the production of lot number 1910214 that could have contributed to the reported defect. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the thread became damaged within the manufacturing equipment. A project was initiated to look further into this and reduce any reoccurrence.

Event description:
It was reported that a cracked luer was found with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "during a cytotoxic reconstitution: when my 5fu was injected into the diffuser, the 50ml syringe detached itself from the diffuser. When I checked the problem, I noticed that the luer lock tip was cracked and this caused the cytotoxic to leak."